Event description:
It was reported that the patient had initial improvement with their seizure frequency with the vns but that the efficacy was not maintained despite optimum dosing. Incoming communication from the patient's nurse indicated that the relationship between the patient's cause of death and the vns was not related. It was reported that the patient passed away in bed and had a history of nocturnal seizures. The cause of death was reported as sudep, sudden unexpected death in epilepsy. The generator underwent product analysis and proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the pa lab. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. No further relevant information has been received to date.

Event description:
It was reported that the patient had passed away suddenly and unexpectedly. The patient's nurse indicated that the cause of death was likely sudden unexpected death in epilepsy, or sudep. The nurse indicated that the relationship between the patient's death and the vns was unclear to date. The patients generator was explanted but has not been received to date. No further relevant information has been received to date.